Manufacturer narrative:
A field service engineer (fse) was not sent to the customer's facility to evaluate the instrument. Per phone conversation with the customer on (B)(4) 2014, the instrument flagging preferences sensitivity was optimized by the beckman coulter product specialist. The blast flagging sensitivity was set too low and it was upgraded. The customer will monitor the instrument. Product labeling evaluation: coulter lh 780 hematology analyzer instructions for use (pn4773022): the lh 700 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, suspect and definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to your patient population, of all results displaying a flag, code or other message. Laboratories may differ in their desired sensitivity to abnormal cell types. The lh 700 series provides the laboratory with the ability to adjust the sensitivity of the differential suspect messages. Coulter lh 780 hematology analyzer, instructions for use, pn 773022bc: the following suspect messages may be adjusted imm ne 1, imm ne 2, variant ly and blast (all subtypes). The customer chose to increase the blast sensitivity to meet the individual requirements of the laboratory. The failure mode cannot be determined with the information provided.

Event description:
Customer reported a blast specific flag was not generated for one patient sample when using the coulter lh 780 hematology analyzer. A manual differential slide review identified the presence of 10% blast cells for the patient sample. The patient was suspected of having lymphoma. Erroneous results were reported out of the laboratory, but there was no death or injury attributed to this event and no change to patient treatment.